Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; full lead was returned for analysis. There was outer insulation voids.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported a carelink transmission showed a patient alert on the lead. Oversensing of noise and increased pacing impedance was noted. The lead was explanted and replaced. No patient complications were reported as a result of this event, and the event outcome was reported to be resolved.